Event description:
It was reported that a spectrum pump did not recognize a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing,'won't recognize the front door is closed. It keeps acting like it is open' was reproduced when powering on the device. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a door not fully latched message. The cause of the condition was determined to be a faulty lower link switch. The lower auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this is an alarm that would occur outside of a therapy. Should additional relevant information become available, a supplemental report will be submitted.